Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a 14-52 gray stylet in the lead with the helix extended. There is torn outer insulation and torn inner insulation at 11.5 cm. The inner insulation is stretched at 6.4 cm. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the p-waves measured low. It was noted that both the right atrial (ra) and right ventricular (rv) leads did not have enough slack and they were pulling at the helix tissue. The pocket was re-opened and the leads were re-positioned. Upon device interrogation the next day, it was noted that there were high thresholds, high impedances, and undersensing on the rv lead. The rv lead was unable to be re-positioned successfully. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.